Event description:
The patient services representative (psr) assisting a (B)(6) male, patient, contacted zoll lifecor customer support service to report the patient's monitor was generating a service code. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Review of the patient's flag files shows an error code 202. The error code was caused by corrupted patient files due to rapid cycling of the battery while the monitor was trying to write to memory. The root cause of the rapid cycling of the battery cannot be positively identified. Once the monitor was reprogrammed, the device was fully functional and operating normally. No adverse event resulted from the corrupt files. The patient received a replacement monitor.